Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low and it intermittently displaying an alarm due to higher peep (positive end expiratory pressure) than set was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low and that it would intermittently display an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.